Manufacturer narrative:
Image review: photo shows that the cage has broke near the end that connects to the inserter. Product analysis: a piece ~3.5mmx13mm has broken off the cage in the area that sits against the inserter. A microscopic review of the fracture surface gives indications that the material was overloaded during a bending moment with torsion being applied through the inserter (see attached photo). The failure appears to be the result of material overload during installation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with lumbar spondylolisthesis and underwent oblique lumbar interbody fusion(olif) surgery. It was reported that during surgery, the cage broke during implantation. The product came in contact with the patient.no fragment of the broken cage were remaining in the patient. No patient complications were reported.